Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up to an unexpected restart alarm from the insulin pump. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed. The customer stated the insulin pump was not stored or not in use for an extended period of time. There was no clear indication that the alarm was cleared. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to confirm unexpected alarm. Alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.